Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence due to the device not working. A surgical procedure was performed in which the existing device was explanted, and the new aus was implanted. Upon removal, air was identified in the system due to fluid loss; however, the source was not identified. There were no patient complications reported.